Event description:
Modular plate and spiral blade was reported as cutting out of the bone. The distal femoral condyle migrated laterally and slid off the end of the spiral blade. Reportedly, pt was non-compliant. Pt revised to a medial distal femoral tomofix on (B)(6) 2010. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine the MFR date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.